Event description:
Livanova deutschland received a report that a scp pump displayed error message during device operation. There is no report of any patient injury.

Manufacturer narrative:
A.1.-.,a.5. Patient information was not provided. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H11: livanova deutschland manufactures the scp pump. Customer reported invalid flow measurement results on an scp. A livanova field service engineer was dispatched to the customer and on-site error analysis shows a defect in the flow control board device is not operational and customer does not want the pump to be repaired. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H11: a device service history review has been performed and identified that the unit was manufactured in 2005 and no other similar event has been reported, neither concerning trend has been identified. Based on the gathered information, the most likely root cause has been assigned to an electrical failure of the flow control board. Failure of electronic boards can be related to multiple and not deterministic factors such as exposure to heat, dust and moisture, accidental impacts (drops and falls), and power overloads/surges but also to variability of micro subcomponents. However, there is no concerning trend for this kind of failure.

Event description:
See initial report.